Event description:
Health care provider reported the patient's intrathecal catheter was kinking, and had been resevoir volume discrepancies noted at refills. The patient had surgery and it was reported that the next refill date the patient's problem resolved. The pump was reported to be infusing dilaudid. The hcp reported the patient recovered without futher sequela.